Event description:
(B)(4). Still having chronic pain, severe bloating, affecting my work and ability to work full time.

Event description:
(B)(4). Having nickel allergy and rashes on my body, pain in abdomin as well as back. Trouble unrinating or incontinence.severe bleeding while on period.